Manufacturer narrative:
Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink dup-vent continu-flo solution set over infused. It was further reported that the primary IV tubing that they had been using was recently changed to a much larger diameter tubing. As a result, they were using double the amount of IV solution (reported as (sodium chloride, nacl). It was further reported when an in-service was performed there were no more instances of over infusion. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.